Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient letter returned to manufacturer. Patient reports their implant only got hot once and their healthcare provider didn't know why. The patient reports no troubleshooting steps were taken to resolve the implant getting hot.

Manufacturer narrative:
Event date is a best estimate. Month and year of the event are confirmed to be correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient (pt). Regarding an implantable neurostimulator (ins). The reason for call, was patient stated, about a week ago they thought, they noticed their implant battery was getting hot. But thought, they were going crazy. However, yesterday they noticed, for sure that the implant got hot. Patient denied any falls or trauma. The patient was redirected to their healthcare provider to further address the issue.